Event description:
Legal counsel for patient reported patient underwent a right metal-on-metal hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed the initial surgery date; however, it indicates patient was not implanted with metal-on-metal components. The invoice history further indicates patient underwent a revision procedure on (B)(6) 2013 where all components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip revision on (B)(6) 2013 due to aseptic femoral loosening. Operative report further noted the presence of wear on the liner. The modular head, stem and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-05342 & 2015-01201).